Event description:
On (B)(4) 2011, abbott point of care was contacted by a customer regarding two pts that were sent to the cath lab based on a ck-mb result. Pt b I-stat ck-mb: 19.80 ((B)(6) 2011 1043). Shea lab (post catheterization) abbott architect ctni= 2.90 ((B)(6) 2011 1928), beckman dxi ck-mb= 1570 ((B)(6) 2011 1928), abbott architect ctni= 1.94 ((B)(6) 2011 0347), beckman dxi ck-mb= 9.70 ((B)(6) 2011 0347). Beckman dxi ckmb (cut offs)= 0.0 - 6.3 ng/dl, abbott architect ctni (cut offs): 0.01 - 0.04 = negative, 0.05 - 0.49 = indeterminate, 0.50 and > = positive. Based on the info available abbott point of care has determined that there is no evidence of a product deficiency. I-stat and lab results appear to be consistently high on both pre and post catheterization. Pt's existing condition is unk.

Manufacturer narrative:
Apoc incident #(B)(4).